Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the device in 2012 due to a traumatic brain injury. In (B)(6) 2018, the patient went to the hospital. They were experiencing the feeling of head heavy, light feet, and inability to walk properly. It was requested to have the pressure setting of the device adjusted.